Manufacturer narrative:
Return of the end stopper is being organized. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was informed about incident involving maxi sky 2 ceiling lift attached to kwiktrak ceiling installation. An occupational therapist reported that while the caregiver was moving the ceiling lift along the track, the lift hit the end stopper and fell out of the track. There was no patient involved and no injury was sustained.

Manufacturer narrative:
Arjo was informed about an incident with arjo maxi sky 2 ceiling lift and kwiktrack x-y installation system involvement. As reported by the occupational therapist, when the caregiver was bringing the maxi sky 2 ceiling lift towards the end stopper, the end stopper detached from the installation rail and fell out together with the lift. There was no patient involved and no injury sustained. Involved arjo ceiling lifting system consisted of maxi sky 2 (non-portable ceiling lift) and kwiktrack x-y installation. At the end of each installation rail there is an end stopper ¿ a component which is intended to stop the ceiling lift at the end of the track and prevent it from falling out. The end stopper is equipped with autolock mechanism (the metal teeth gripping the rail, not allowing to move the end stopper along the rail) and stabilized by a set screw (which additionally stabilizes the end stopper in place). Arjo field service technician performed a device examination after the incident. There was no visual damage of the end stopper, but it was not working as intended: it could move along the track. The faulty end stopper was returned to the manufacturer, arjohuntleigh magog in canada, for further evaluation. The observation of arjo field service technician was confirmed. But the set screw did work as intended and allowed to stabilize the end stopper in the rail. The simulation performed on the returned end stopper confirmed that as long as the stopper is tightened (even with the use of only one locking mechanism ¿ set screw), this still work as intended and prevents the ceiling device from falling out of the track. According to the track installation guide (tig 001-11161-en rev. 3), the autolock system shall be verified at the installation: ¿verify if the self-locking mechanism is working properly by pushing the end stopper. If the end stopper does not move, tighten the setscrew using a 6 mm allen key 20 n·m (15 lb·ft).¿ also preventive maintenance schedule included in maxi sky 2 instructions for use (IFU 001-15698-en rev. 8) indicates: ¿inspection by an authorized service technician: torque end stoppers to 20 nm (15 lbf ft) ¿ every year or 2500 cycles¿. This device was installed by a third party company in the end of 2017. The last service was performed by arjo representative in may 2020. According to the service report, the end stoppers were tightened at that time. It is unknown what circumstances occurred within the next months that the end stopper failed (although one out of two securing mechanisms - set screw - was functional). The device was not used for a patient transfer at the time of the event. There was a technical failure found within the ceiling lifting system (did not meet the manufacturer¿s specification). No injury was sustained. The complaint was decided to be reportable to competent authorities because of ceiling lift falling out of the kwiktrak installation together with the end stopper.